Event description:
It was reported that lead was removed due to twiddler's syndrome. There were no plans to reimplant the lead. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant products: d274drg ICD, (B)(6) 2011; 4076 pacing lead, (B)(6) 2006. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis found: (B)(4) distal segment no anomalies found, there was blood on the proximal conductor, there was blood on the distal conductor, the outer insulation was melted, the outer insulation was melted, the outer insulation had a white substance, the outer insulation had cosmetic environmental stress cracking (esc), and there was apparent explant damage. Product ID 6947 implantable tachy lead implanted: (B)(6) 2012. Explanted: (B)(6) 2012, product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011, explanted: (B)(6) 2012, product ID (B)(4) implantable pacing lead implanted: (B)(6) 2006, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the lead integrity alert tripped due to non-sustained tachycardia (nst) episodes with noise and oversensing on the right ventricular (rv) lead. The rv sensing trend showed a decrease in r-waves around the same time that the lead was implanted six weeks prior, and now the lead was not capturing even at maximum output. The lead is still in use. No patient complications were reported as a result of this event. Additional information was received which indicated that lead had no capture and small r-waves; however the lead remained in use. A few days later, the implanted system (device and leads) was removed due to twiddler's syndrome. There were no plans to reimplant the system. The device and leads have been returned. No patient complications have been reported as a result of this event.